Event description:
A peritoneal dialysis (pd) pt reported that during fill 1 the cycler alarmed for a mid-fill alarm. Rather than immediately resolve the issue, she stopped treatment and went away from the cycler. When she came back to continue treatment she found that the pt line had become broken and she would not reconnect. She could not figure out how it was broken as she did not leave it like that. Fluid was leaking from the broken pt line in a small amount. She switched to manual exchange. The set was discarded. During f/u the pt's pd nurse reported that the pt has not had any signs of infection. She was no treated with any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.